Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized.

Event description:
It was reported that system diagnostics were run on the vsn system and they returned a high impedance result. It was reported that x-rays of the vns system were reviewed by the surgeon and they were found to be unremarkable. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. No known surgical interventions have occurred to date.

Event description:
X-rays were reviewed by the manufacturer. The electrodes appeared to be placed on the vagus nerve in a normal arrangement. The electrodes of a previous lead were visible. No sharp angles or lead breaks were visible on the assessed lead parts. X-rays showing the generator were not received.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.